Event description:
End user reported she has two small areas that are open beneath the tape border that measure 0.5 inch each at five and seven o' clock; bleeding slightly when she removes wafer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user uses neosporin and stomahesive powder. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).